Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient died after several tachycardia episodes and a 30bpm rhythm was reported, with no bradycardia pacing seen from the device.